Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an up arrow button keypad (tactile changes/unresponsive) issue. The reporter stated that the button would need to be pressed multiple times to get it to work. This issue has been happening for a few weeks and is getting progressively worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.